Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the quantum 2 controller failed to work, it does not perform its functions. A delay of more than 30 minutes was reported, no backup device was available. No patient injuries were reported. The surgery ended well for the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review for catalog number for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨doesn't work¨ include, but are not limited to: (1) there could have been a power surge to the controller which could have caused the controller not to work or (2) there may have been a loose power connection or interference between other devices. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.